Event description:
It was reported that when the ablation pedal is depressed the wand is not fully activated. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a delay.

Manufacturer narrative:
H10 h3h,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection observed no issues. Functional evaluation revealed the ablate down button does not function. The footpedal manual switch was used to reach the lowest setting. The unit was opened and found no issues. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors that could have contributed to the reported event include rough handling or excessive force when trying to actuate the ablate button or failure of an internal component. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.